Event description:
It was reported that, "painful left knee. Implants were not loose per surgeon."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the mgr. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.